Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A dispenser coil, introducer sheath, coil and pusher wire were returned for this complaint. Visual inspection revealed that the coil and pusher wire were returned inside the introducer sheath. The coil and pusher wire arms were interlocked inside the introducer sheath. The twist lock was not opened on the introducer sheath as the twists were consistently taut. Slight force was applied to open the twist lock. When the twist lock was opened the coil was advanced with friction through the tip of the introducer sheath. The coil was inspected and no anomaly was noted. The pusher wire was inspected on removal from the introducer sheath. It was severely stretched and kinked at the distal end. The core wire of the pusher wire was broken between the distal solder joint and the mid solder joint. Microscopic inspection of the coil zap tip noted no anomaly. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. No other issue or defects noted on the returned device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: 'release the interlock fibered idc occlusion system inside its introducer sheath by gently pinching the sheath on both sides of the twist-lock mechanism and rotating proximal side counter-clockwise 2-3 rotations.¿ (B)(4)

Event description:
Reportable based on device analysis completed on 20oct2015. It was reported that coil friction occurred. A 8mm x 20cm interlock was selected for a varicocele embolization. During the procedure, the physician used several 18 fibered idc- 2d in combination with a direxion pre-loaded microcatheter system. However, this device was jammed and went no further into the microcatheter upon insertion. The physician pulled the coil back into the sheath and removed them. Another 8mm x 20cm interlock was used but the same issue occurred. The procedure was completed with a 10mm x 20cm interlock. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the core wire of the pusher wire was broken between the distal solder joint and the mid solder joint.